Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was complaining of shocking in her arm. Diagnostics showed impedances. As a result, surgical intervention was undertaken wherein the iead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.